Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 1 year and 10 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was seen in the emergency department in no acute distress. The patient experienced melena and reports abdominal pain in the right lower quadrant. The patient had substantial amounts of dark red stool. The patient has a history of hemorrhoids. Fecal occult blood test was positive. The patient¿s hemoglobin was 10 g/dl, hematocrit (hct) was 30.4 percent, mean arterial pressure was 80, and inr goal was 2-2.5. Anticoagulants at the time of event were aspirin and dipyridamole. A non-bleeding arteriovenous malformation (avm) was found in the distal transverse colon and was treated with argon plasma coagulation (apc). Bleeding was resolved on (B)(6) 2017. No additional information was provided.